Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed on (B)(6) 2018. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring incontinence with their ams800 artificial urinary sphincter (aus). During revision surgery, urethral erosion was discovered at the cuff site. The device was removed. It was determined that there was nothing wrong with the device and the system was completely intact. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.